Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image. Insulin pump was exposed to moisture and found that there was a crack at back of the insulin pump battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Blank display due to moisture damage on electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify critical pump error (open book image) alarm due to blank display. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked belt clip rail case corner and pillowing keypad overlay.